Event description:
At about 11 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 december 2022. Lot 2102534: (B)(4) items manufactured and released on 21-apr-2021. Expiration date: 2026-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.